Manufacturer narrative:
Follow-up #1 date of submission 01/27/2015-product analysis:the device was returned and evaluated by product analysis on 01/14/2014 with the following findings:the complaint could not be duplicated with investigation. Review of the pump¿s black box revealed a motor issue alarm. The pump successfully completed a prime sequence without issue or alarm. No defect was found to the motor assembly; the cartridge compartment was found to be intact and without contamination.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a call service alarm issue. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.